Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple occlusion alarms. The customer performed two supply changes and continued to receive the occlusion alarms. The customer's blood glucose (bg) level was 544mg/dl and a correction bolus via the pump was delivered to address the bg level. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.